Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the battery gauge was at 55% the night before and the customer woke up to a battery gauge of 3%. It was noted that all deliveries had been stopped. The customer charged the pump and the battery gauge was at 40% when the customer unplugged the pump. It was reported that 30 minutes later, the battery gauge was at 100% when the pump was no longer charging. The customer was unsure if the reported event impacted their blood glucose level.